Event description:
As reported, the dpt was partially apart at the connection where the three-way stopcock is closest to the patient. It was discovered when covers were removed from the patient. Blood loss was estimated to be 200 to 300 ml. The tubing wasn't detached or broken. The loose connection was not detected until the surgical procedure was finished. The product was discarded by the hospital and will not be returned for evaluation. The (B)(6) sales rep wanted to be sure that the IFU and dfu described that all connections should be secured before use. On page 2 section 4 in the IFU and dfu it is written in the (B)(4) version: ensure that all connections are secure. The sales rep states that this is not translated well into (B)(6). When the sales rep translates this statement into (B)(6), she states it is written: control that all connections are correctly performed. The sales rep thinks that this translation doesn't make the user necessarily think about securing the connections.

Manufacturer narrative:
The product is not being returned for evaluation. Without return of the product, the complaint could not be confirmed and the root cause could not be identified. It is unknown if damages or defect existed on the product. Current investigation is underway regarding the translation issue.